Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to endoscopic visualization of 2 device beads eroded into the esophageal lumen and subsequent explant of the entire linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. Patient had a balloon dilation due to dysphagia on (B)(6) 2016. Patient presented with dysphagia on approximately (B)(6) 2017. Two device beads were observed endoscopically on (B)(6) 2017 on the posterior side of the esophageal lumen. The linx device was explanted laparoscopically in its entirety on (B)(6) 2017 and a dor fundoplication subsequently performed; patient was reported as doing well after the procedure as of their appointment on (B)(6) 2017.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to endoscopic visualization of 2 device beads eroded into the esophageal lumen and subsequent explant of the entire linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. -patient had a balloon dilation due to dysphagia on (B)(6) 2016. -patient presented with dysphagia on approximately (B)(6) 2017. -two device beads were observed endoscopically on (B)(6) 2017 on the posterior side of the esophageal lumen. -the linx device was explanted laparoscopically in its entirety on (B)(6) 2017 and a dor fundoplication subsequently performed; patient was reported as doing well after the procedure as of their appointment on (B)(6) 2017.